Manufacturer narrative:
The field service rep was unable to determine a cause. He noted he recalibrated total protein and ran controls which recovered within specification. He also ran check test precision run, and accuracy within specification.

Event description:
User received low pt total protein results which resulted higher after re-calibration of the assay for fewer than 20 pt samples. Exact number of pt samples was not provided. The following 3 pt examples were provided: sample 1, initial result gave 3.7; repeat gave 7.4 mg per dl. Sample 2, initial result gave 3.2; repeated twice giving 3.2 and 5.9 mg per dl. Sample 3, initial result gave 3.1; repeat gave 10.2 mg per dl. No erroneous results were reported.